Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated that they changed out his quickset twice to resolve the issue. Troubleshooting was done. Customer's blood glucose was 440 mg/dl. Customer treated high blood glucose with manual injection. Customer does not want to return the infusion set and reservoir for analysis. Advised the customer that quicksets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.